Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010. A retrospective data analysis was conducted ((B)(6) 2010) and it was determined that this file will be reported as a malfunction.

Event description:
According to the reporter: while putting the item through the trocar the device broke. No patient injury.